Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A shared log review was performed and they showed transmitter failed to pair. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative relinquished old transmitter from smart device. Patient was advised to insert new sensor and try re-pairing transmitter, which was unsuccessful. Dexcom representative relinquished current transmitter, and advised patient to pair to a new transmitter. No additional patient or event information is available.